Event description:
It was reported when using the bd preset¿ syringe with attached needle is underfilling. The following information was provided by the initial reporter. The customer stated: when abga syringe is pulled out, blood is not filled well.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report #9617032-2022-01343 that was reported for underfilling.

Event description:
It was reported when using the bd preset¿ syringe with attached needle is underfilling. The following information was provided by the initial reporter. The customer stated: when abga syringe is pulled out, blood is not filled well.